Manufacturer narrative:
Batch review performed on 20 december 2019: lot 188059: (B)(4) items manufactured and released on 23-jan-2019. Expiration date: 2024-01-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar event reported. Clinical evaluation performed by medacta medical affairs manager: tibial component and insert revision in tka 4 months after primary for joint instability. The developmental instability is a rather commonly described possible complication following tka, because soft tissue may stretch and provide insufficient stability. It is therefore common practice to resort to a thicker insert and recreate soft tissue tension. This is not a problem due to any implant defect or malfunction.

Event description:
The patient came in, 4 months after primary surgery, complaining of instability due to a dislocated knee and the cause of the dislocation is unknown. The surgeon determined the patient was unstable and her surrounding stabilizing ligaments were intact. The surgeon revised the tibial tray and poly and the surgery was completed successfully. The tibia dislocated from the femoral component when the patient was getting up out from a squatted position.